Event description:
Pt called alleging that their surestep meter would not power on. Pt had symptoms of dry mouth and blurry vision. Meter was working for about one week. Pt took medication without knowing what their blood glucose readings were. Since the meter had not been working, pt went to see their m.d. Who increased pt's diabetic medications. Customer service checked that the batteries were in good condition, and meter still had no power. Customer service, sent pt a new meter.